Manufacturer narrative:
Product analysis: the product will not be returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve deployment was started at a depth of 2 mm and when the tip of the valve was exposed from the capsule, controlled pacing was used to eliminate premature ventricular contractions (pvc). The valve was 2/3 deployed at a depth of 5 mm on the non-coronary cusp and 7 mm on the left coronary cusp, however, the patient's pulse was not restored and complete heart block (chb) developed. The valve was recaptured and a second deployment was attempted targeting a shallow position of 1 mm on the non-coronary cusp and 3 mm on the left coronary cusp. After waiting five minutes to facilitate frame expansion, the valve was released holding the delivery catheter system (dcs) securely. Trivial paravalvular leak (pvl) was reported. A balloon aortic valvuloplasty (bav) was performed in an attempt to adjust the frame shape of the valve with no change in pvl. Approximately eight hours following the successful implant of this transcatheter bioprosthetic valve, the patient¿s condition suddenly changed. Cardiopulmonary resuscitation (CPR) was initiated. Cardiac tamponade was detected and a thoracotomy was performed, during which a dissection was observed at the greater curvature side of the ascending aorta approximately 5 cm above the frame of the valve. It was reported that no issues such as bleeding were observed at the implant site of the valve including the base of the valve annulus. The patient subsequently expired. The physician reported that expansion of the ascending aorta was observed and the vessel wall was fragile. Based on this, it was suspected that a tear may have occurred while manipulating the delivery catheter system (dcs) during the valve implant procedure. Since the patient¿s condition had been good following the procedure, no transesophageal echocardiogram (tee) was indicated at that point. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Conclusion: . It was reported that a tear may have occurred while manipulating the delivery catheter system (dcs) during the valve implant procedure. The enveor dcs instructions for use gives the following warning regarding advancement of the delivery catheter system; ¿if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture)¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was obtained that the patient died one day post valve implant. Updated the date of death.